Event description:
A consumer reported that she experienced flare in both eyes immediately following bilateral intraocular lens (iol) implant procedures. The consumer also reported that she saw "black dots' in both eyes that move after experiencing a bag coughing episode approximately on year following her implant procedures. She reported she also sees a clear "pattern" in her vision that moves. The consumer reported that in a follow up with her surgeon, he stated she had floaters, and there was no visible defect on the iol. She reported the dots, pattern and glare are "annoying" but not impacting her daily activities. She also reported a laser procedure in both eyes several years postoperatively, but does not know the reason for the procedure. Additional information has been requested. There are two medical device reports for this event. This report is for the right eye.

Manufacturer narrative:
Evaluation: the product was not returned for analysis; lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).